Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex cuffed blue line ultra suctionaid suction catheter would not pass through a patient's tube. No adverse patient effects were reported.